Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Initially, the patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, and frequencies not reported) and the peritoneal cavity was flushed a lot as treatment for peritonitis. After about four days the peritoneal cavity flushing and intraperitoneal antibiotics were not effective, so the pd catheter was removed and the patient was switched to intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient was switched to hemodialysis while the site heals for the next couple of months. Twelve days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the peritonitis event. Also at the time of this report, the patient remains on IV antibiotics and continues with hemodialysis. No additional information is available.